Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they went to the emergency room on (B)(6) 2018 due to a high blood glucose of 524 mg/dl. Blood glucose at the time of the call was 291 mg/dl. The customer was wearing the insulin pump within 48 hours of admission to emergency room. Customer reported issues with under delivery and troubleshooting determined that there was an issue with a leak at the site. Insulin pump will not be returned for analysis.